Event description:
It was reported that a small volume intermate had white floating particles. The device was filled with an unspecified amount of ceftazidime. This was found during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 07, 2015 ¿ january 08, 2015. The device was received for evaluation. Visual inspection revealed a white particle floating in the fluid of the bladder. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.